Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v386611, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had vaginal cellulitis. It was noted the patient experienced swelling, erythema, and pain in the right vulvar and perineal region. It was reported the patient had a temporary discontinuation of stimulation from (B)(6) 2010. It was noted the patient had an incision and drainage of the infected area on (B)(6) 2010. It was reported the patient was hospitalized for IV antibiotics and further workup. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2010.